Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.0 x 120, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 110mm distal of the distal balloon proximal bond. A visual examination observed no damage to the tip of the device. A visual and tactile examination found the inner shaft to have detached, approximately 60mm proximal from the distal tip. The inner shaft was also noted to stretch and accordioned. An inner shaft kink was also noted. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.0 x 120, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.